Event description:
A hosp nurse reported that approximately ten pts' stones could not be crushed with a disposable lithotriptor during an endoscopic retrograde cholangio pancreatography ("e.r.c.p.") Procedure. The nurse provided the following info about the procedure. Two pts' stones were released from the basket without complications and pts were rescheduled to return for another procedure. Seven pts has small stones. The small stones were captured and released from the disposable device. Once released from the basket, the stone were retrieved with an olympus retrieval basket without complications. One pt procedure was completed with a microvasive monolith. There were no injuries related to the occurrence.